Event description:
It was reported the patient received an inappropriate shock due to t wave over-sensing. The patient was hospitalized and re-programming was performed. The lead remains in use and no further patient complications have been reported as a result of this event.